Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring before the issue. The malfunction caused the customer's blood glucose level to exceed normal limits. Although the customer was able to reset the malfunction code on the pump, the issue persisted. Technical support decided to replace the pump, and despite the pump being out of warranty, the caller expressed interest in acquiring an out-of-warranty loaner pump. Upon review customer's bg level did not exceed 500.